Manufacturer narrative:
(B)(4). Batch p58w88. Investigation summary: the analysis results found that the tr45w reload was received partially fired 1/3 and with damage to the spring cartridge lockout. No functional test could be performed due to the condition of the returned reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the staples did not deploy out of cartridge when surgeon fired the device. A second like cartridge was used to complete the procedure with no patient consequences reported.